Event description:
Procedure: appendectomy. Reportedly, the instrument fired but the staples malformed and the instrument would not open. The surgeon disconnected the handle, opened another handle and managed to connect the new handle to the reload and wiggle it off tisue. The appendix was transected without proper staple formation. Bowel contents spilled into the cavity. Surgeon converted to open to repair site with a gia 60. No further pt injury reported.